Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump was received with a severely scratched display window, cracked battery tube threads, a cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump display was blank. Customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.